Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified complications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation surgery with an unspecified mentor saline implant about two years ago, was now experiencing unspecified complication with the right prosthesis and had to undergo implant explantation removal on an unspecified date. The information regarding the event was very limited and follow-ups are currently in progress and a supplemental report will be submitted as more additional information is received.